Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable is not fully broken. For clarification, no damage was found in conductor wire insulation as reported by the customer. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical adrenalectomy procedure, the control cable insulation or fiber was coming off of the fenestrated bipolar forceps. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage on the instrument was first observed intraoperatively. The customer confirmed that the cable was broken in half and noted that there was wire exposed due to damaged insulation. The customer did not clarify if there was loss of cautery but did confirm that there was no thermal damage at the wire break. The customer stated that the procedure was completed with a backup instrument. There was a fragment that fell into the patient, and the fragment was retrieved during the same procedure.